Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular channel. No further action will be taken; further information was requested and not yet received. The patient was in stable condition.

Event description:
The lead was capped and a new lead was successfully replaced. The device was electively explanted and successfully replaced.